Manufacturer narrative:
Philips has investigated this complaint. According to the additional information a diagnosis procedure was performed when the issue happened. The procedure was completed by with restarting the system. A philips field service engineer (fse) inspected system onsite and confirmed that was unable to perform x-rays. After reviewing log file, fse found that the os disk of the suite-pc is full. Fse cleaned all board suit pc and reconnected network cable. After cleaned all board suit pc and reconnected network cable, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system was unable to perform x-rays. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.